Manufacturer narrative:
The device ro 12 018 has been inspected for investigation purpose. The tests performed confirmed that the device was functional and the defect observed could not be linked to any device failure. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. It was impossible to perform the registration step. There was no patient/user impact reported.